Event description:
The customer reported the ventilator was alarming, and when they responded to the alarm they reported the ventilator monitor screen went blank and the ventilator was not cycling. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log history noted no occurrences of shut down, restart or vent inop. The service technician replaced the power switch as a precaution. Performance verification testing was completed and all tests passed to operating specifications.